Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. Blood was noted in the dialysate at the beginning of treatment. Test strips confirmed the blood leak. Estimated blood loss was 75ml's. There were no pt ill effects. Sample is available.